Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es unable to recover storage space. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A supplemental MDR was submitted to reflect the correct imdrf annex a grid & imdrf annex g grid.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es unable to recover storage space. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es unable to recover storage space. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2021and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device with multiple drawers' problem. Main 3.1 and auxiliary 4.1 not showing. A field service engineer reseated row board cable and retractable band to resolve connectivity issue. Verified customer inventory of medical devices meets all bd specifications and compliance standards. The system functioned as intended after the field service engineer repaired the device.